Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a calcified lesion in the mid left anterior descending artery (lad). Two low speed treatments were performed, and the physician removed the oad. An angiogram was performed, and a flow-limiting dissection was present. A non-csi balloon was used, and a perforation was then observed. A covered stent was placed to seal the perforation. The patient's blood pressure began to drop and the patient experienced chest pain. A pericardiocentesis catheter was placed to drain 190 milliliters of fluid and blood. An intra-aortic balloon pump was then inserted to assist the patient. The physician finished the procedure by placing drug-eluting stents in the first diagonal artery and two more in the mid and proximal lad. The patient was sent to the intensive care unit for observation. The patient was in stable condition.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation, vessel dissection, and pain are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).